Event description:
Customer reported that he was hospitalized due to high blood and ketoacidosis. The blood glucose reading was 533 mg/dl at the time of admission. Customer stated that he broke his two ankles and that leaded to high blood glucose and hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.